Manufacturer narrative:
(B)(4). Date sent: 11/22/2021. D4: batch # unk. Additional information: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device v94l9f, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a pancreatic resection the device could not be opened after being triggered on the patient. Only by force could the device be released from the patient. The instrument and magazine were disposed of after the operation. No patient consequences known.